Event description:
It was reported that balloon rupture occurred. A 6.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.